Event description:
It was reported via clinic notes received that the patient was referred for vns replacement surgery. It was noted that the patient mother was told that the vns was not working, which lead to the referral. Follow up with one of the patient physicians revealed that low impedance was observed on the patient vns. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was later reported that the patient was experiencing an increase in seizures. It was noted that a message of "abnormal impedance" was observed during interrogation of the patient's vns, which was determined to be a continuation of the previously reported low impedance.

Event description:
It was reported that patient was explanted due to low lead impedance. Upon explant lead fracture was observed by surgeon in chest pocket. Product will not be returned as facility explanted occurred at does not returned explanted products no additional relevant information has been received to date.